Event description:
Philips received a complaint by the customer on the v60, indicating that the device was getting error code 100b watchdog test failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The watchdog timer was not strobed as expected with an 8-ms and a 12-ms window. The rse informed the customer the manufacturer recommends the following: 1. Replace the central processing unit (cpu) printed circuit board assembly (pcba). 2. Replace the motor controller (mc) pcba. 3. Replace the flow sensor assembly. The rse provided parts ID for a replacement cpu per customer request. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Multiple attempts have been made on (B)(6) 2024 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.